Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation with a thermocool smarttouch catheter and the patient experienced heart block that required temporary pacemaker. First, it was reported that when ablating, there was a discrepancy between what the carto 3 system and recording system were registering, and what the smartablate generator was registering, for the number of ablations performed. The carto 3 system and the recording system both said 11 ablations, and the smartablate generator showed 10 ablations. There were no errors displayed on the carto 3 system or smartablate generator. The procedure continued. About 30 seconds after the last lesion, it was noticed via the carto 3 system and recording system, that the patient went into heart block. The medical intervention provided to the patient was a temporary pacemaker implantation. The caller is unable to confirm if the patient is currently in stable condition. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The communication issue between the systems were assessed as non MDR reportable. This issue was highly detectable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The adverse event was assessed as MDR reportable under the thermocool smarttouch catheter.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Manufacturer's reference number: (B)(4).